Manufacturer narrative:
This lead remains implanted and in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms). The physician will continue to monitor the patient closely. No adverse patient effects were reported. The rv lead remains implanted and in-service.